Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line during initial drain of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the event. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.